Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with her sensor. The customer stated that the adhesive took off some of her skin when she removed her sensor, causing scabbing and tenderness. It was also stated that her sensor reawdings were about 20 mg/dl to 30 mg/dl off from her blood glucose levels. Calibration practices were reviewed and the customer stated she did not think she was calibrating at all or that calibrations were not being accepted. Nothing further was reported.